Event description:
Info received indicates the right foot siderail will not stay up due to broken welds on the pivot points.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.